Event description:
It was reported to philips that the battery will not calibrate in the mrx..the battery will calibrate in a cadex charger. There was no reported patient involvement/adverse patient impact.